Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they ordered a size 6 cuffless nonfenestrated trach, but the size placed and taken from the box were size 8 cuffless nonfenestrated trach. Patient involvement was unknown.